Manufacturer narrative:
(B)(4). Complaint ill defined - the patient complained of the lung filling with fluid and weight gain due to water retention. Sus voluntary event report was received. Medwatch: mw5070783.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and was unable to sleep. The left ventricular lead was reprogrammed. Three days post the programming changes were made, the patient felt the lung filling with fluid. The patient also alleged weight gain due to water retention. The patient woke up feeling nausea and chest pain. No intervention was reported.

Event description:
New information states that the device was explanted and the lead was capped and replaced on (B)(6) 2019. No further information was available.